Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 485 mg/dl. The customer was in emergency room came in for high blood glucose. The customer's doctor wants troubleshoot first to find reason for high blood glucose. Customer was able to perform high pressure test and it passed, no delivery. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.